Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving prialt (ziconotide) at an unknown concentration and dosage via an implantable infusion pump for non-malignant pain, cervical radiculopathy, and spinal pain. It was reported that the pump was stalling. The event date was asked, but unknown. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was unknown if any diagnostics/troubleshooting was performed. The pump was surgically replaced by another manufacturer's product. The date of explant was asked but unknown. The explanted pump was going to be returned to the manufacturer for analysis. The issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No patient symptoms were mentioned. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft bearing. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding.  Medtronic selected conclusion code 12 because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.